Event description:
The patient had fallen and the catheter was dislodged out of the intrathecal space. The catheter was replaced. The patient recovered without sequela. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).